Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a renal denervation procedure, it was attempted to use two symplicity spyral catheters. Both renal arteries were being treated. The renal artery and iliac artery had no tortuosity present. There was no calcification present and there was 0% stenosis. It was reported that during advancement of the first spyral catheter, difficulties were encountered from the beginning advancing the device over the guidewire. Access to the renal artery was achieved with significant difficulty due to resistance encountered while advancing the spyral catheter both over a non-medtronic guidewire and within the guide catheter. Two ablations were performed. An attempt was made to rotate the spyal catheter, but rotation was not possible. The guidewire was exchanged to another non-medtronic guidewire. While advancing the spyral catheter over the new non-medtronic guidewire, resistance was encountered and the spyral catheter fractured at the transition between the soft and rigid sections. As a result, the first catheter could not be used to complete the procedure. A second spyral catheter from the same lot was then introduced. Persistent difficulty in advancement both over the guidewire and within the guide catheter was also encountered with the second spyral catheter. When advancing the spyral within the guide catheter to reach the renal artery, friction was encountered to the extent that the guide catheter repeatedly became dislodged into the aorta. The guide catheter was exchanged several times; however, it continued to become dislodged due to the level of friction encountered. The non-medtronic guidewire was exchanged again to a new non-medtronic guidewire. During removal of the non-medtronic guidewire, significant resistance was experienced, and there was concern that withdrawal might cause another spyral catheter fracture. After several attempts, the guidewire was successfully exchanged. The procedure was ultimately completed using the second spyral catheter with considerable effort and very slow advancement of the device. The overall procedure duration was approximately three hours. No patient complications were reported as a result of the event.